Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. Dirt contamination was found in the device's machine flow sensor. The device's machine flow sensor was replaced to address the issue. The device's evaluation results code section was coded incorrectly. The evaluation results coding has been updated to reflect dirt contamination. A supplemental final report will be file.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the allegation was confirmed. Dirt contamination was found in the device's machine flow sensor. The device's machine flow sensor was replaced to address the issue.